Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was intermittently resetting. The cause for the failure was isolated to a shorted u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the shorted u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a non-reportable patient death, the patient's monitor intermittently reset during testing.